Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. During the investigation, mmd found that the pump pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had a damaged to it's hinges and a missing door. When the pump was returned to mmd for evaluation, the no flow out alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4).